Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had elevated blood glucose levels and went to the emergency room. Reportedly, the customer had been drinking alcohol, and hospitalization is not due to the pump.